Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, several non-sustained oversensing (nso) episodes were noted. Abbott technical support indicated these episodes were intrinsic atrial and ventricular rhythm due to competitive atrial pacing. Device reprogramming was recommended and patient will be monitored. The patient is in good condition with no consequences.